Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 04/13/2015 with the following findings: the complaint was unable to be duplicated with investigation. Review of the pump¿s black box revealed a reboot on (B)(6) 2015 at 11:59 following a replace cartridge alarm; deliveries resumed on (B)(6) 2015 at 04:54. A second reboot occurred on (B)(6) 2015 following a call service (088) alarm at 05:46; deliveries resume at 06:10. The total daily dose basal history correlated appropriately to the user programmed basal rates. A battery compartment crack was observed; a battery cap was not returned. A test battery cap was able to secure properly to the pump. No moisture was observed within the battery compartment. No power issues were experienced during investigation. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose on (B)(6) 2015 was above 480 mg/dl extreme thirst and nausea. A no-power issue was reported; it was reported there was no damage or moisture contamination to the battery compartment or battery cap and that the battery cap was able to secure properly to the pump. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. This complaint is being reported because the alleged hyperglycemia was attributed to a pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.